Event description:
It was reported that a bridge bolus was inadvertently programmed and the patient was locked out of using the personal therapy manager (ptm). There was no flow rate change noted. The reporter did not know how the bridge got programmed and they were planning to cancel it so the patient could use the ptm. The pump was used to infuse fentanyl, hydromorphone, clonidine, and baclofen (unknown). No intervention or outcome was reported. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID neu_ptm_prog,, product type: programmer, patient. (B)(4).